Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number," g2 and h8 fields were corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that moisture entered the scope and caused corrosion inside the scope, making the forceps elevator (k) wire and the forceps riser to get caught. However, a definitive root cause could not be determined. The event can be detected/prevented by following the section of the instructions for use: "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection states detection methods." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found the pipe protecting forceps elevator wire was contaminated with foreign substances. In addition it was found that the light guide lens was chipped, the electrical connector was corroded, there was a gap in the rubber adhesive and the distal end of the insertion cover had a sharp edge. There was some discoloration found on the cover lens glue, the electrical connector had a leak at the mouthpiece pin and some chipping was found on the lens glue on the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the riser does not move back down on the flex videoscope. The issue was found during an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed using a new scope with minimal delay to the patient. There were no reports of patient harm.